Event description:
The customer reported to olympus that there was a no image issue while using the evis exera iii video system center. The issue occurred during preparation for use, and the procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. It was found that there could be an intermittent image issue, therefore it was recommended that the printed circuit board be replaced. There was also a no image issue when the 180 series scope was used, and the front socket did not hold or lock when the camera head was connected. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of no image being displayed could not be identified. However, it¿s likely the cause is related to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.